Event description:
The customer reported the tube arm will not lock . No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the lock assembly. System operates as intended. (B)(4).